Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noticed that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 71.8cm from the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noticed that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported.